Event description:
The user facility reported that during a diagnostic colonoscopy, the image was lost. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image intermittently flickered when the control knob was being angulated. The image problem was isolated to a charge coupler device failure. This report is being submitted as an MDR, in an abundance of caution.